Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart leaving pieces inside her vaginal cavity. She experienced abdominal pain and went to the ER. Upon vaginal exam, the nurse found a piece of tampon pledget. A vaginal ultra sound was performed and pain medication prescribed. She was discharged from the ER and her pain resolved.